Event description:
The user facility reported that during a patient procedure one of the covers to their harmonyair g series surgical lighting system detached and fell near the patient's feet. A procedure delay occurred as the cover was removed. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the lighting system. While onsite, the technician was informed by user facility personnel that the cover had been replaced by their third-party service provider. The technician obtained the cover subject of the event from user facility personnel and found that the cover was broken. The damage was observed where the screw is installed to attach the cover to the lighting system which is indicative overtightening of the screw. Due to the damage, the cover detached from the lighting system resulting in the reported event. The lighting system was installed in 2018 and is not under steris service agreement for maintenance activities. The user facility is responsible for all maintenance activities. The technician tested the lighting system, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.